Event description:
Pt turned on the device and inserted glucose strip and applied blood. The device started smoking and smelled hot. The customer was not injured. No controls were in use. A request was made for the return of the suspect device, replacement product was sent.